Event description:
It was reported the patient cable has noise and the ECG (electrocardiogram) can not be read. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was broken loose from the link electronic module (lem) board causing ECG problems. No patient cable was returned with the device. It was also noted that the device would not save to universal serial bus (usb), unable to pull an error log from the device.